Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - "the doctor inserted the retrieval bag into the patient and the plunger was depressed and pushed down to the end. When the plunger reached the end the bag was not attached to the metal prongs and just dropped off, exposing the prongs. The doctor then removed the shaft and removed the empty bag. No other instruments were used to place anything in the bag. They were unable to attempt to place anything in the bag." Additional information received via email from applied medical team member on (B)(6) 2016 - the bag was fully off the prongs and the metal supports were fully exposed and open. Additional information received via email from applied medical team member, (B)(6) 2016 - "the bag fell off immediately after deployment." Intervention - "they then opened a new 5mm universal inzii bag and that bag worked perfectly. They then continued with the procedure." Patient status - "fine."

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.